Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: unable to determine. Source: phone.

Event description:
Reported 1 false positive sars result for one asymptomatic patient (off label at the time). The customer communicated the result was confirmed by alternate testing method (method unknown). Pharmacy called patient back for a retest and tested negative. A few weeks later, the patient came back to retest and tested positive again. The second false positive event will be captured in a separate report.